Manufacturer narrative:
A sample has not been returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A root cause has not been identified. (B)(4). This report was mailed to FDA on 05/08/2014. (B)(4).

Event description:
A customer reported that the system shut down on its own after 30 mins of use before the procedure. There was no pt involvement. All procedures for the day were cancelled due to this event.